Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported found 2 needles that broke at the base of the needle- while injecting. Caller is bed bound. Lot # 2228002 catalog# 328203 date of event 12/11/2023 discard needle - went to hospital for xray. They could not locate the needle at stomach injection site. Denied reuse. Does not pinch up skin for injections. Has an aide that assists with injections date of event 12/14/2023 awaiting sample has not received medical attention for this event as of yet. Denied reuse - does not pinch up skin for injections. Has an aide that assists with injections. Caller is a retired health care professional. Dc.